Manufacturer narrative:
On 28-jul-2021, bwi received additional information regarding the event. The physician did not performed any maneuver to eliminate bubbles, he removed the sheath and took a new one. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Additionally, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve draws in air from outside the patient, valve is not tight. When aspirating blood, the valve draws in air from outside the patient, valve is not tight. No patient consequences. Device evaluation details: the product was returned to biosense webster for evaluation. A visual inspection and microscopic examination of the returned device were then conducted. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo valve, but it was observed that the side port is detached from the hub. Under magnification, the hub and the hemostatic valve do not show any damage, however, the root cause of the side port being detached cannot be conclusively determined. A device history record was performed for the finished device 00001601 number, and no internal action related to the complaint was found during the review. The event described could not be confirmed. No further functional tests can be performed due to the condition in which the device was received. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve draws in air from outside the patient, valve is not tight. When aspirating blood, the valve draws in air from outside the patient, valve is not tight. No patient consequences. Additional information: nothing is broken. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air was in the aspirating tube. This issue did not require percutaneous, surgical removal or medical intervention. There was no bleeding. Aspirating air was the problem. No blood lost. Hemostatic valve separation is MDR-reportable.